Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified a type 1a endoleak. The patient refused further treatment and is stable. Correction: the patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified a type 1a endoleak. The patient refused further treatment and is stable. Additional information: during the internal clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 6mm occurred. The sac growth was discovered during review of the 46 month post implant CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. The type 1a endoleak is most likely anatomy related (short reverse taper neck). The clinical evaluation also shows reasonable evidence to suggest sac growth of 6mm occurred. The sac growth was discovered on the 46 month post implant CT scan. This is moderately consistent with the reported adverse event/incident. The final patient status was reported to be stable and refusing further treatment. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified a type 1a endoleak. The patient refused further treatment and is stable.